Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient&#38112;device was explanted due to end of treatment. There was no problem with the device.

Event description:
It was reported the patient had an inflammatory scar. It was hypertrophic, painful scar both red and warm. There was an infection no ted but there were no additional details on infection. There was electrode ablation because of local pain but ¿neuropatique¿ pain was resolved. Ablation of the stimulator was done in january. Complete recess of the pain with explant of stimulator. If additional information is received on outcome a follow-up report will be sent. (Omitted information on lead migration in pe (B)(4).)

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# 0206240166, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).